Event description:
Doctor alleged the arms of the cantilever herbst were angled downward and embedded into the patient's gingiva. The patient was referred to a periodontist who will monitor the patient.